Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The pump was returned to our contracted service provider. Their report stated that they identified the error code in the logs however the reported event was not reproduced. Preventative maintenance was preformed and they replaced the mother board. The pump was tested in accordance with the technical safety check (tsc) sheet and met specifications. The pumps operational log was reviewed. At 11:00am infusion was stopped with a volume infused to 291.71ml and restarted with a new rate set to 18.73ml and an immediate device alarm 2155. Power recycled correctly with no further infusions taking place. Additional information was received from the patient safety officer at the reporting facility stating that "the 'brain death' was not a result of the IV pump shutting off, the patient was declared brain dead during procedure prior". There was no clarification of what procedure was performed or condition of patient prior to procedure. Limited information provided after many attempts to end user to obtain clinical information. No patient injury reported by end user as a result of pump stopping. Based upon the results of the log review and the volumetric testing, the pump operated as intended and no specific conclusion can be drawn as to the cause of the reported event. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has not been received yet and the investigation is on going at this time. A follow-up report will be provided when the investigation results become available.

Event description:
As reported by the user facility: received call from facility biomed stating " pump failed , error 2155 while infusing during a brain death declaration/ replaced pump, saved patient, unclear whether the patient issues were from the pump or original reason they were being operated on"....."unclear whether the patient issues were from the pump or original reason they were being operated on." It was undetermined if pump had under or over infusion, just presented error code 2155. According to the nurse in charge, she stated that the pump was connected to a patient ,infusing 10 mg/min. All the sudden, failure 2026 pop up and the pump shut off by it self. I downloaded the e.h and found error 2155".